Event description:
It was reported that there was a recharging issue. The implantable neurostimulator (ins) was replaced. The patient had a loss of therapy, and the physician suspected a battery issue however he was "not convinced" it was. It was noted that two leads had appeared to have migrated following an x-ray.

Manufacturer narrative:
Analysis of this device (B)(4) found no anomaly. Analysis of this device ((B)(4) found no anomaly.

Manufacturer narrative:
Product ID, 3550-29 lot# serial#, implanted: explanted: product type accessory product ID, 3093-28 lot# serial# unknown, implanted: explanted: product type lead product ID, 3093-28 lot# serial# unknown, implanted: explanted: product type lead. (B)(4).